Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bbd pyxis¿ medstation¿ es station on critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the new orders were not crossing. A technical support specialist (tss) rebooted the station but observed no variation in change tracking version. The device remained on critical override, and pending download requests were rejected by the server. A full synchronization was identified as the resolution, but multiple attempts to contact the customer were unsuccessful. The case was proceeded to close due to no response from the customer.

Event description:
It was reported by the customer that a bbd pyxis¿ medstation¿ es station on critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.